Event description:
It was reported that 1 device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument jammed and would not fire. Another instrument was used to complete the case. There was no consequence to the pt. The device will not be returned.